Event description:
It was reported that a dpej tube was placed during a therapeutic procedure. Two days later, the pt reported severe abdominal pain around the j tube site which resolved with medications. The pt also reported a near syncopal episode with associated chest pain three days after the procedure, which was resolved on the same day without any intervention. At seventeen days post-procedure, an event of necrotizing fascitis was reported which resulted in the death of the pt. The pt had a previous history of diabetes, as well as pancreatitis, gastroparesis, hypercholesterolemia, and orthostatic hypotension.